Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call error issue. The customer's blood glucose was 99mg/dl at the time of call. Trouble shooting was performed and found rf pic failed selftest alarm. Customer was able to clear the alarm and complete rewind however customer receive a second alarm during trouble shooting. Advised the insulin pump will need to be replaced. Advice to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with a64 alarm during self test due to faulty y1 rf board. Pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test and unexpected error test. Pump passed all operating currents tested within the spec range and passed off no power test.